Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One sample was provided for evaluation. Upon visual inspection of the returned sample, it is observed by a subject's matter expert that a piece of the dispensing pin spike is broken off. Based on the data from the investigation, the reported defect was confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Incidents of this nature are attributed to operator oversight during the placing of the spikes into the nests on the machine dial. Although our training procedures ensure that all of our employees are properly trained in their areas of responsibility, an oversight on the part of the operator can attribute to an incident of this nature. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available. Note: the original initial MDR for this case was inadvertently submitted via the "test" account of the FDA electronic submission gateway (esg) webtrader. As the original submission was not submitted through the "production" account of the FDA esg webtrader, a new initial MDR submission is required per zoom call with sameer phanase of the FDA esg help desk.

Event description:
As reported by user facility, a little piece of the spike, leaves a little piece of plastic in the solution.